Event description:
Operator error in programming the device, which resulted in the patient receiving more medication than intended. At approximately 0900, line a of the pump was programmed to deliver an unspecified IV solution at a rate of 950ml/hr with a volume to be infused (vtbi) of 950ml. Line b was programmed to deliver 750mg/150ml of levaquin at a rate of 450ml/hr with a vtbi of 750ml instead of the intended rate of 100ml/hr with a vtbi of 150ml and the delivery was started. The customer contact stated "the nurse mixed up the dose with the rate and incorrectly programmed the pump to deliver at a rate of 750ml/hr instead of the intended rate of 100ml/hr." Approximately fifteen minutes later, the pump alarmed and the nurse noted that the bag of levaquin was empty. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.